Event description:
It was reported that during patient use, the user experienced a problem with a ventilator. The user believed the problem was with the expiratory valve. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient reported. There is no report of serious injury or death associated with this event. .

Manufacturer narrative:
(B)(4). The customer support engineer inspected the device and could not duplicate the reported issue. The device passed all testing and was placed back in service.